Event description:
The contact is an rn, who was calling for her client. The customer expected blood glucose results around 130-170mg/dl. On a newly opened bottle strips, she was getting results of 215 and 225mg/dl. The customer took her strips and meter nurse who ran a control and got 211 and 208mg/dl. The normal control range is 97-132mg/dl. Nurse ran another control using a different bottle of strips (same lot) and got 194mg/dl. The check standard of 105 was within range of 95-115mg/dl. The meter electronics appeared to be working correctly. A third control test ran with a new lot of strips was 111mg/dl--within range. Customer service had the client return the 2 bottles of strips that gave high control resuts. The strips will be evaluated.